Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had no delivery alarm. The customer's blood glucose was 256 mg/dl. The troubleshooting was performed for the no delivery and the event was resolved by changing reservoir. The reservoir will not be returned for analysis.